Event description:
The balloon was not inflated well, and when pressure was applied it became dog bone shaped. An attempt was made to remove the catheter, but it seemed to be stuck with the guide wire. All the devices were pulled hard and removed together. The guide wire coils were loosened after the guide wire was retracted from the catheter. This MDR is being filed based on the analysis of the returned device, which revealed a guide wire core separation.